Event description:
Customer reporting that they continually test sars positive using this kit while negative using other rapid antigen tests and pcr. Customer estimates 10 false positive results. Report 10 of 10.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.